Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon was not able to perform the surgery because visualase fibers collided in the brain causing deflection away from the intended targets. The surgery was aborted.

Manufacturer narrative:
Following the investigation, the root cause of the collision of catheters was solely related to the surgeon¿s preference and plan.